Event description:
On (B)(6) 2013, the patient contacted animas to discuss the purchase of a new pump to replace the current pump that would soon be out of warranty. During the discussions, the patient stated that the insulin on board feature did not work properly any longer on the current pump. It was said that the patient refused the offer of a replacement pump at that time and did not describe the issue in any detail. Customer technical support attempted several times to contact the patient but were unsuccessful. There were no adverse events reported in association with this issue. The complaint is being reported because it was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-product analysis: the device was returned and evaluated by product analysis on 10/15/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No abnormal pump behavior or related issues were observed in the pump¿s black box data; data relevant to the alleged event was overwritten due to extended pump use. The pump successfully completed a prime sequence and bolus deliveries without issue or alarm. The insulin on board feature was exercised and was found to be functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.